Event description:
It was reported a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient has a return in symptoms and poor communication on the programmer. The patient noticed today that she was going to the bathroom more frequently. The patient cannot tell if she was feeling stimulation, she normally does not feel stimulation strongly. The patient tried to use the programmer today and was seeing the poor communication screen. The patient tried to use the programmer with the antenna on the call and saw poor communication. The patient tried to use the programmer without the antenna on the call and she saw poor communication. The patient ensured that the antenna cord was plugged in all the way. The patient tried repositioning the antenna. The patient tried changing the programmer batteries, these actions did not resolve the issue. It was noted that the patient does not have a physician at this time. The programmer will not work with the antenna. It was reported a day later that the patient still not able to connect using patient programmer that was sent by repair. The patient states that she was using (B)(6) 'duralock' batteries. The patient reports a loss of therapeutic effect. It was reported that the patient was currently not feeling stimulation. Upon device return, analysis found telemetry problem. The antenna jack was resoldered as a preventive measure.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v675651, implanted: (B)(6) 2011, product type: lead. (B)(4).